Event description:
Consumer reports accuracy problems associated with bd latitude system. Analysis of reported readings using clarke error grid with a reference point of competitive meter yielded the following ref. 2.9 (53) vs. Bd reading 9.6 (173)-d; ref. 3.1 (560 vs. Bd. Reading 13.9 (253)-e outside of acceptable range-potential malfunction.